Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with low blood glucose on (B)(6) 2015. Customer stated they accidentally administered 300 units of insulin to their body during an infusion set change. The customer stated they attempted to treat their blood glucose with three sodas, but was unsuccessful. The customer's blood glucose did not drop below 100 mg/dl during this event. The customer's blood glucose was unknown at the time of hospitalization. Customer was treated with glucose tablets for their blood glucose. It was also reported the customer had bent cannulas and no delivery alarms with the infusion set. Customer stated the alarm was resolved by an infusion set change. The customer declined to return the insulin pump for analysis.